Event description:
On 5/14/96, pt with a diagnosis of cva, dysphagia, underwent a peg insertion. On 5/16/96, gastrografin studies indicate rupture of bulb and collection of fluid outside the stomach. On 5/16/96 pt underwent exploratory laparotomy, insertion of a new feeding gastrostomy tube and drainage of subcutaneous collection of feeding fluid. Pt subsequently developed peritonitis, positive vre culture from abdominal drain site.